Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
Technician reports a pt that is possibly overcorrected in both eyes following refractive surgery. Add'l info has been requested. This report is for the right eye, the left eye will be reported on 3003288808-2011-00224.